Event description:
It was reported that shaft break occurred. During the procedure, a 3.50 x 38mm synergy xd drug-eluting stent was advanced for treatment. However, upon inserting the stent into the guide catheter, the delivery system was broken into halves. The device was completely removed intact, and the procedure was completed with another 3.50 x 38mm synergy xd drug-eluting stent without any patient complications reported.